Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient routinely in clinic with strips of nro - non sustained oversensing - myopotential oversensing. The patient was schedule for follow up however canceled. A follow up would be scheduled, date to be determined. No changes have been made.